Manufacturer narrative:
(B)(4). Results of investigation: carefusion was not able to duplicate the customer¿s reported issue. The ventilator was tested with a known good ac adapter and known good patient circuit connected. The ventilator passed 113 hours of extended tests at the customer¿s settings. The ventilator passed the initial final test and the initial alarm volume test.

Event description:
It was reported to carefusion that the unit was alarming "sv-hp" (safety valve high pressure relief) and was not ventilating. It is unknown at this time whether there was any patient involvement associated with this complaint.